Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero extension set was occluded. The following information was provided by the initial reporter: this happened again where the med pump was reading occluded. When the nurse disconnected the line from the pump and tried to manually flush/push at the connector with a 5ml flush, it would not flush, but the actual IV itself was patent. This happened twice. The lot numbers matched, 25055188. I'm assuming this shouldn't be happening using a 5 ml syringe.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz9267 lot number 25055188 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.